Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control hcg urine control; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of potential false negative hcg x2 for one patient with proadvantage urine cassette. Patient's lmp unknown. On (B)(6) 2016 proadvantage hcg urine combo cassette = negative, sample collected 3:12 pm, repeated with same sample and was negative again. Alere hcg combo cassette tested positive. On (B)(6) 2016 beta serum drawn 3:45 pm, tested as 35. No reported adverse patient sequela.